Manufacturer narrative:
On (B)(6) 2020 , infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "I just took a call from a woman out of michigan last name (B)(6) whose husband had shoulder surgery yesterday. She said they woke up in the black pouch was soaked. I advised her to take the medication bag out of the pouch and play dry it off, place it on a dark colored towel so that if there is a leak coming from the bag or the tubing somewhere it would show up rather than if it were on a white towel or light colored towel it may not show. She said he is not he is not having any pain. She said once she wipe the bag medication off she could not see where there was a leak happening. They also stated he had not use the bolus button since getting home. They used it once early on. I told her to let the bag of medication rest on that towel for a bit to see if she could tell where the leak was coming from.I told her if there's a leak coming from the bag or the tubing to call the surgical center and see if they could get a replacement bag and cassette. The pump is working, he's getting good pain relief, they understood the process. I told him to call back if they needed any further help. They were satisfied with the call and the call was ended." A patient was involved but not harmed.